Manufacturer narrative:
(B)(4): device has been received, but evaluation has not yet begun.(B)(4)

Event description:
During a knee arthroscopy with meniscal suturing procedure it was reported that the second t anchor was deployed by accident in the intra articular joint. The first anchor was left extra articular behind the joint capsule. A back-up device was available to continue the procedure. No patient injury was reported.

Manufacturer narrative:
Seven fast-fix 360 curved needle delivery systems were returned for evaluation. Devices were returned in one package making lot identification prohibitive. All seven devices have no t¿s or suture on their insertion needles. No t¿s or sutures were returned for examination. Four of the seven devices are dramatically bent. The actuators on these devices are in the post t2 position indicating a complete deployment. Functional assessment was attempted for proper actuator advancement and cycling and would not function as intended due to their bent condition. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. The additional three devices show their actuators are in the post t2 position indicating a complete deployment. Functional assessment was performed for proper actuator advancement and cycling, devices functioned as intended. Reported complaint of simultaneous deployment cannot be confirmed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. Further investigation is not warranted at this time. (B)(4).